Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. The patient had access site bleeding around the sheath with mattress sutures being placed as well as an additional knot around the top of the sheath by pulling it down to the skin of the thigh.